Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and iron deficiency ("other injury or complication: iron deficiency"). The patient was treated with surgery (laparoscopy. Laparoscopic bilateral salpingectomies with removal of essure coils) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, dysmenorrhoea, fatigue, dyspareunia, vaginal haemorrhage and iron deficiency outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, iron deficiency, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (12.0 - 16.0) - on (B)(6) 2016: 11.8 (depressed). On (B)(6) 2006: lab hgb 9.5. Hct 29.3. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Event vaginal bleeding, menorrhagia, dysmenorrhea, iron deficiency, uterine bleeding , fatigue are added. Lab data updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), iron deficiency ("other injury or complication: iron deficiency") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and laparoscopy. Laparoscopic bilateral salpingectomies with removal of essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, dysmenorrhoea, fatigue, dyspareunia, vaginal haemorrhage, iron deficiency and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, iron deficiency, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (12.0 - 16.0) - on (B)(6) 2016: assessment: depressed. Results: 11.8. Diagnostic results: (B)(6) 2006:lab hgb 9.5. Hct 29.3. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received, reporter information, essure start date and new event abdominal pain were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue") and dyspareunia ("painful intercourse"). The patient was treated with hysterectomy to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.